Event description:
Customer reported console indicator code e6 (motor was heating during operation).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged cable/cord/wiring was found due to ineffective maintenance, defective motorflex, slight water damage. During service, technician found that device exceeded the expected temperature results, it failed the rotational speed test and it failed the noise test.